Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a routine procedure. During the procedure, while taking the lead out of the header of a device, excessive force was applied and the connectors inner coil was exposed. Physician replaced the lead on (B)(6) 2021 since it was unusable. The patient was stable before, during and after the procedure